Event description:
A pt reported experiencing inaccurate erratic results with a surestep original meter. The pt's blood glucose results were 52mg/dl, 66mg/dl, 98mg/dl. Tests were done within <10 minutes with a difference of 27mg/dl. Pt did not experience any adverse events. No further info has been reported.